Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicated that there were no issues on the lead and no further actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was being used as a temporary lead being torqued to a temporary pacemaker. Subsequently, removed without any issues or malfunctions. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause. Additional information indicated this rv lead was used as temporary lead being torqued to a temporary pacemaker. No new device was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause. No new device was implanted. No additional adverse patient effects were reported.